Manufacturer narrative:
Evaluation of the returned pod pc confirmed the reported complaint. Evaluation revealed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was in its initial position within the pusher assembly ddt. If the pod pc is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire. If this occurs, the embolization coil may detach. Further evaluation revealed offset coil winds on the embolization coil. This damage may be incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted a pod pc using the lantern. Next, the physician advanced a second pod pc to the target vessel using the lantern; however, the pod pc was too long. Therefore, the physician retracted the pod pc. Subsequently, the pod pc unintentionally detached in the lantern. Therefore, the physician removed the lantern containing the detached pod pc. The pod pc was then removed from the lantern on the back table. The procedure was completed using the same lantern and a new pod pc. There was no report of an adverse effect to the patient.